Manufacturer narrative:
Findings: unit received with intermittent act and escape button response due to flattened dome (creased). Unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0888 inches. Multiple boluses were programmed and delivered. All boluses were recorded in bolus history and daily totals. Unit received with cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a territory manager and the customer that the customer got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 632 mg/dl at the time of the incident. The customer woke up to the high and a pump with no read out. The customer was at 137 mg/dl at the time of the call. The customer was used / given manual injections an intravenous fluids to treat. The customer experienced symptoms such as abdominal pain, and pain on the left side of their body and tongue. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.